Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately low compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began on (B)(6) 2014, at 9:09am. On an unspecified date/time the patient reportedly obtained blood glucose readings of ¿177 and 60mg/dl¿ with the subject meter and ¿275mg/dl¿ with the onetouch verioiq meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (self-adjuster); however, it is not clear what action the patient took in regards to her diabetes management after the alleged meter issue occurred. According to the csr¿s documentation, 24 hours after the reported meter issue began, the patient reportedly developed symptoms of slurred speech, confusion, and dry mouth; and on (B)(6), (at 1pm), the patient reportedly increased her insulin regimen (dosages not clear). It would have been helpful to know the following: the patient¿s testing frequency and typical blood glucose range; which of the meters is the patient¿s primary meter which she based her regimen against; the date/time when patient obtained her reported subject meter readings (177 and 60mg/dl) and what action the patient took in response to her readings; prior to the onset of her symptoms, which of the meters did the patient test, what was the previous blood glucose result, and what action did the patient take in response to the previous reading; what did the patient do to treat her symptoms and when did the patient¿s symptom subside; and finally what was the patient¿s blood glucose reading (with the subject meter) when the patient reportedly increased her insulin regimen on (B)(6). During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.